Manufacturer narrative:
Patient's height reported as 152 cms. This report is for an unknown plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, the patient had a resection surgery of the proximal extremity of the tibia due to chronic sepsis after an osteosynthesis surgery. Originally, the patient was implanted with an unknown plate and unknown screws on an unknown date. Thus, hardware removal was performed. There was a surgical delay of two (2) hours reported. An osteosynthesis with nail was done to make the fix spacer and to treat the fracture. Patient outcome is unknown. This report captures the post-op events due to chronic sepsis, while (B)(4) captures the intra-op events, wherein an unknown locking screw was unable to remove from the screwdriver shaft during resection. This report is for one (1) unknown plate. This is report 1 of 1 for complaint (B)(4).